Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot history record was performed for all three clip delivery system (cds) devices used during the procedure, as the specific device associated with the slda could not be determined. The results are as follows: part / lot #: cds0502/70731u154, date of manufacture: 31-jul-2017, expiration date: 31-jul-2018. Part / lot #: cds0502/70918u103, date of manufacture: 18-sept-2017, expiration date: 18-sept-2018. Part / lot #: cds0502/70921u143, date of manufacture: 21-sept-2017, expiration date: 21-sept-2018. The devices were not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda and difficulty grasping appear to be related to user technique/procedural circumstances due to challenging imaging quality. The reported image resolution poor issue was associated with the imaging quality being sub-optimal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. Echo imaging was challenging. Two clips, were successfully implanted. A third clip was advanced to the mitral valve. Grasping the leaflets was difficult due challenging imaging; however leaflet insertion was satisfactory. After the clip was deployed, it was noted that one of the clips detached from the anterior leaflet, and remained attached to the anterior leaflet (slda). A fourth clip was implanted to stabilize the third clip and mr was reduced 1-2. It is unknown which clip had the slda (70731u154, 70918u103, 70921u143). No additional information was provided.